Manufacturer narrative:
B3: aware date used as event date is not known.

Event description:
It was reported that a cerebral vascular accident and device leak occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2025 and a watchman laa closure device was implanted. The patient was discharged. No abnormalities were noted at the 45-day follow up appointment and the patient was permitted to come off of blood thinners. Around six months following the implant procedure the patient experienced a stroke. Computed tomography was completed and showed a 4 mm leak around the device. There were no further details provided.